Event description:
During a pta treatment procedure to dilate a thrombotic lesion in an av graft, removal difficulties were encountered. The balloon was inflated 'a couple of times'. When being withdrawn, the balloon detached from the shaft, just proximal to the beginning of the balloon. It is noted that resistance was met upon removal of the device, and 'a certain amount of force' was required to remove it. The detached balloon was retrieved with a snare. No pt injury or complications were reported. The pt's status is reported to be 'ok'.